Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a phrenic nerve palsy. During cryo pulmonary vein isolation (pvi)procedure to treat atrial fibrillation (afib) at the right superior pulmonary vein (rspv), a polarxfit catheter was selected for use. It was reported that phrenic nerve palsy was observed on the patient. When it was noticed, the physician immediately stopped the ablation and deflated the balloon. The patient complication was observed about 20 min into the ablation procedure. The phrenic nerve activity was monitored using stimulation vena cava and dms sensor. No medical intervention or surgical intervention took place. Patient was admitted to hospital beyond the standard of care and was eventually discharged. The procedure was completed with original device used. The device has been disposed, it will not return for analysis.